Event description:
It was reported that, during a shoulder arthroscopy, the arm of one (1) spider 2 tenet went limp and did not lock, batteries were changed and the problem persisted. The procedure was resumed after a 1-hour surgical delay, by chainging the surgical technique, a second person scrubbed in and held the arm. Additional anesthesia was required as consequence of the surgical prolongation. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H11: h2: additional information on b5 & h6 (medical device problem code).

Event description:
It was reported that, during a shoulder arthroscopy, the arm of one (1) spider 2 tenet started to get slower and then did not lock, batteries were changed and the problem persisted. The procedure was resumed after a 1-hour surgical delay; by changing the surgical technique, a second person scrubbed in and held the arm. Additional anesthesia was required as consequence of the surgical prolongation. No further complications were reported.

Manufacturer narrative:
H11 h3, h6 the reported device was received for evaluation. A visual inspection was performed on the exterior of the device, and no physical damage was observed. A functional evaluation revealed the returned device powers on but failed to pressurize. It's noted that the returned device's battery indicator is a solid green and the arm is limp. Additionally, the device's case was opened and found the device's fuse is good. A bypass device was used and revealed the solenoid works as expected; however, the motor is in bad condition. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with a component failure. Factors that could have contributed to the reported event include a failure of the motor. Based on this investigation, the need for corrective action is not indicated.